Event description:
It was reported that the lead dislodged was suspected. The lead was explanted.

Event description:
Customer reported an abo discrepancy when testing a donor sample on the galileo. The donor blood unit is labeled as a pos. Initial testing on the galileo result as ab pos. Repeat testing on the galileo resulted in a pos. Manual tube bench method resulted as a pos.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.